Event description:
It was reported that there was a left citation revision due to a competitor cup failure. The surgeon also removed stryker head. When the head come of there was some corrosion.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.